Event description:
It was reported that a patient presented to the ER after receiving inappropriate shocks. X-ray revealed that the lead had pulled back. Intermittent loss of capture and suspected p-wave oversensing were also observed. The lead was explanted after repositioning was unsuccessful. There were no adverse consequences for the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.